Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, d10, g4, g7, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined that the comb was damaged, and the roller and roller gear were worn. The comb, roller and roller gear were replaced and resolved the reported issue. The event is confirmed. Devices are used for treatment. A definitive root cause cannot be determined.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it is shredding or damaging skin graft during surgery. There was harm and more skin graft is needed to be harvested. No additional consequences have been reported as a result of this malfunction.